Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an x-ray showed that the leadless implantable pulse generator (ipg) had dislodged into the pulmonary artery. The leadless ipg was reprogrammed off. No patient complications have been reported as a result of this event.